Event description:
The customer stated that she was taken to the emergency room due to high blood glucose. No blood glucose reading was reported. The customer stated that she bolused with the insulin pump, gave a manual injection and changed the infusion set twice, but the blood glucose levels were still high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.